Manufacturer narrative:
Concomitant medical products: d354drm, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the device had a grommet or setscrew issue and the right atrial (ra) lead and right ventricular (rv) lead had high impedance. The rv also had high output. The leads were reconnected to the device and the high impedance did not change. The device was replaced and the leads remain in use. No patient complications have been reported as a result of this event.